Event description:
The user facility reported that a male patient implanted with the impella 5.5 for mechanical circulatory support experienced thrombus. There was clot noted on the inlet and outlet observed when the device was explanted. No further information was provided. There was no reported harm to the patient. The pump was explanted after 6 days of support.

Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was not returned for evaluation, but images provided by the site confirmed the thrombus. Analysis of data logs did not reveal any mc abnormality. Based on the available information, the root cause of the thrombus issue was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.